Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for inadequate capture was not confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.